Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, leakage was observed from one set of infusion ports. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows the port with attached catheter and a partial view of an infusion set. The infusion set needle was inserted into the port septum. A clinician passes the fluid through infusion needle and fluid come out through the distal portion of the catheter. However, it is unclear whether the fluid coming out at the distal tip or near the distal tip of the catheter due to poor quality of video. Therefore, the investigation is inconclusive for reported fluid leak issue as the provided video was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a port placement procedure using the powerport m.r.I. Isp. Reportedly, on (B)(6) 2025, leakage was observed. To ensure the treatment proceeded smoothly, one set of infusion ports was removed and replaced. There was no reported patient injury.